Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The patient reported the symptoms of breathing difficulty, throat swelling and big ulcers. The treating doctor considers the event was serious and life threatening to the patient. Based on the information recorded this incident is being reported as an MDR.

Event description:
The patient reported the symptoms of breathing difficulty, throat swelling and big ulcers. The patient has reported regularly taking medication (unspecified). The patient did not report requiring any medical intervention due to the reported symptoms. The patient reported being prescribed corticoids due to the reported symptoms. The treatment was discontinued on (B)(6) 2014 and the patient is currently better. The treating doctor considers the event was serious and life threatening to the patient.